Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and a primary analysis revealed a firmware - error message/code. Analyst visual comment: brady parameters crc block memory por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.